Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 25nov2020, it was reported that the device was placed in the patient's "brachial". The device was removed and replaced upon discovering leaking at the hub.

Manufacturer narrative:
Investigation ¿ evaluation. It was reported by (B)(6) hospital that a line had to be replaced due to a leak/crack. The complaint device was a turbo-ject double lumen over-the-wire power-injectable PICC, rpn: upicds-4.0-CT-otw-st-1111, lot number unknown, that was found to be leaking or cracked on 03nov2020. The device was placed in the patient's brachial vein on an unknown date. This was one of several incidents reported by this customer. No specific details regarding this case were made available, but most of the lines were reported to be implanted in "peds patients coming back to [them] from the picu". Some patients "came from emerg shortly after [the line] being put in" while "others are on the unit after having them put in". No other adverse effects were reported. A review of the complaint history, instructions for use (IFU), and quality control, as well as a visual inspection and functional test of the returned device was conducted during the investigation. The complaint device was returned for evaluation. Needless connectors were attached to the purple and white hub. A functional test was performed and both ports were tested, and no leaks were noted. A visual exam of the complaint device noted the hubs do not appear to have any cracks and the tubing is flush with the fittings. Cook has concluded that the device was manufactured to specification. Additionally, a document based investigation evaluation was performed. A review of the device master record found that proper procedures are in place to identify and prevent this failure mode prior to device distribution. A review of the device history record could not be completed due to a lack of lot information from the user facility. A search for additional complaints on this device lot could not be carried out due to a lack of lot information; however the customer reported multiple other complaints for the same failure mode on the same product family. There is no evidence to suggest there is any nonconforming product in house or out in the field. A review of the product labeling for the device was completed. The instructions for use state the following instructions related to the reported failure mode: warnings: the safe and effective use of turbo-ject PICC lines with power injector pressure set above 325 psi has not been established. Do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. Precautions if lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately. Catheter maintenance if catheter is not to be used immediately, its lumen should be maintained by continuous saline or heparinized saline drip or locked with a catheter locking solution. Note: if microclave or other needless adapters approved for saline only lock are used, saline only catheter lock may be used. Catheter heparinization should be determined by institutional protocol and clinical judgement. Heparin concentrations of 10 units/ml to 100 units/ml have been reported adequate to maintain lumen patency. Catheter lock should be reestablished after every use or at least every 24 hours if unused. Before using catheter lumen already locked with heparin, lumen should be flushed twice the indicated lumen volume using normal saline. Lumen should be flushed with normal saline between administration of different infusates. After use, lumen should be again be flushed with twice the indicated lumen volume using normal saline before reestablishing catheter lock. Strict aseptic technique must be adhered to while using and maintaining catheter. Instructions for use 10.....secure the catheter to the skin, dress in the standard fashion based on the information provided, inspection of the returned product, and the results of the investigation, a definitive cause for the event was not established. Appropriate measures have been taken to address this failure mode. A CAPA is currently open to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient/event information has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that a turbo-ject double lumen over-the-wire power-injectable PICC was cracked. The facility that reported this event reported 7 total instances of PICC lines cracking at the point where the hub meets the extension tubing and requiring replacement, reported under patient identifiers: (B)(6). Most of the lines were reported to be implanted in "peds patients coming back to [them] from the picu". Some patients "came from emerg shortly after [the line] being put in" while "others are on the unit after having them put in". Additional information regarding patient/event information has been requested but is not currently available.